Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t us-ivd assay performed within specifications. No indication of an instrument or reagent malfunction was identified. A review of the alleged reagent lots (h22002 and h20248) and their performance in the field did not reveal any trends or indications of false positive results. The observed unexpected reactivity rate at the customer site was calculated to be within the clinical specificity claims. Samples with late cycle threshold (CT) values greater than 37 are near or at the limit of detection (lod) of the assay, where variation in results between reactive and non-reactive is expected due to the nature of pcr. Serology results for the alleged samples were not available for further evaluation. The investigation concluded that the questioned results did not indicate a product issue. The device remains in operation at the customer site.

Event description:
The initial reporter alleged unexpected reactive results using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 6800 instrument. The customer questioned seven reactive results since (B)(6) 2020, all with late cycle threshold (CT) values greater than 37. Upon retesting, all seven samples generated non-reactive results. Serology results for the alleged samples were requested but were not available. The questioned results included four alleged false positive hiv results, one alleged false positive hepatitis b virus (hbv) result, and two alleged false positive hepatitis c virus (hcv) results. The specific samples were as follows: (B)(6) for hiv; (B)(6) for hbv; and (B)(6) for hcv.